Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had partial display as well as expose to moisture. Customer's blood glucose was 165 mg/dl. Customer reported that moisture exposure was water and there was fluid in the reservoir compartment. Troubleshoot was performed. Customer was advised to insulin pump will be need to be replaced and to discontinue use of the insulin pump and to revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Unable to confirm missing/partial display due to blank display.